Manufacturer narrative:
Pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test due to broken/detached end cap.

Event description:
Customer reported via phone call that the insulin pump had damage. The customer blood glucose level was 300 mg/dl. The customer was assisted with troubleshooting. Customer states that insulin pump was damage on bottom and rewinding process popped off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.